Manufacturer narrative:
External insulation abrasion breaching re cable lumen was noted at 48.5-48.7 cm from the distal tip consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise oversensing.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that excessive noise was noted on the patient's right ventricular (rv) lead. The noise was reproducible and triggered ventricular fibrillation. The patient did not receive shock. Programming changes were made. Couple of days later, the lead was explanted and replaced. The patient was stable.